Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist has recommended they stop the byte treatment. Their bottom teeth are so lose from the movement that the byte treatment caused, their dentist advised them that they now need a splint. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.